Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were not able to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the patient was discharged home. "Approximately 12 hours post-operatively, the pt reported fever and pain associated with nausea. At 16 hours post-operatively, she had increase in fever and worsening pain. She was brought to the ER and was reported to have a temperature of 103 degrees f with a normal cbc though her platelets were 110k. She was admitted to the hospital and started on metronidazole. A CT-scan was negative for free air. She continued to have a fever with decreasing wbc to 4 and platelets to less than 100k. A laparoscopy was performed due to her worsening status. Pus was found inside the abdominal cavity and a perforation was noted on the right posterior surface of the uterus. No cautery effect was identified in association with the performation. Purulent material was seen draining from the uterus into the pelvic cavity. There was no injury to adjacent organs. After the laparoscopy, the initial blood cultures returned as positive for enterococcus and her antibiotics were adjusted to include ampicillin. The pt did well subsequently and required no further intervention".